Manufacturer narrative:
Section d4: additional information (expiration date). Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further issues have been reported at this time. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found within this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency department (ed) on (B)(6) 2019 with complaint of urinary retention, frequency and hematuria. Patient had a scope of his bladder performed on (B)(6) 2019 and had discomfort after. Urinary frequency, but straining to urinate; when able to urinate, hematuria and clots were noted. Foley catheter was placed to relieve residual urine from bladder. Patient discharged same day with foley in place for 2-3 days until follow-up visit. Surgery planned for (B)(6) 2019 for urethral fronds with hormone therapy following.